Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: the patient underwent hernia repair surgery, which included the implantation of a hernia repair product. The attorney alleges the patient experienced "pain and suffering," injury and disability. He further alleges that the device is "defective."